Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test, occlusion test or verify compromised forced sensor system alarms due to motor error alarms. The motor was tested outside the device and passed. Device received with minor scratched display window and case. Device received with stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.